Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery reciprocator device had fluid ingress, the trigger of the device did not move smoothly, the gear was worn, and there was component damage. It was further determined that the device failed pretest for general condition, check saw head ratchet, and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.